Event description:
Customer reports that the parameters of injection set in the fields power head 1 or power head 2 are not correctly indicated in the bar numerated on the bottom of the console display. The maximum value on the bar is not at the right end of the bar and the other values are not in the correct place. The customer can not set the parameters using the bar. He has the problem only with the language, if he uses the english language, the bar is ok.

Manufacturer narrative:
Liebel flarsheim qa department reports, this customer complaint discusses a software anomaly with the flow rate protocol entry slide bar. When the injector is set to the other language, the numbers on the slide bar and its marker do not match the number displayed in the parameter number field on the screen. It is correct for all other languages. The protocol number in the parameter number field and the slide bar marker are correct in other language. The scale in the slide bar is not correct. The user can press the arrow buttons to change the flow rate parameter if necessary. This issue has been fixed for the next software version release, v03.09 - software engineer 1/29/08.